Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. No physical samples were received for testing and evaluation; a video was provided for evaluation of this incident. The video displayed a person using an iag bc 18ga unit on a dummy arm. Visual/microscopic evaluation: based on the submitted video; there was leakage beyond the septum. The defect leakage was identified and confirmed. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the septum not stopping the blood. There were eight occurrences. The following information was provided by the initial reporter: material no. 382544 batch no. 8085769 "educators noticed an issue with the septum not stopping the blood from iagbc during demos on their dummy arm."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte autoguard bc shielded IV catheter the septum not stopping the blood. There were eight occurrences. The following information was provided by the initial reporter: material no. (B)(4); batch no. 8085769. "Educators noticed an issue with the septum not stopping the blood from iagbc during demos on their dummy arm."